Manufacturer narrative:
H.6. Investigation: fifty three sealed and intact 31g x 6mm pen needle samples were returned from lot. No. 7123847, cat. No. 320743. A clog test as per tp700483 was carried out on all fifty three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It has been reported that the pen ndl 31g 6mm 3b tw 100ct has been found experiencing inability to prime before use. The following has been provided by the initial reporter: hcps refer that two pns from the same box had a clogged cannula.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the pen ndl 31g 6mm 3b tw 100ct has been found experiencing inability to prime before use. The following has been provided by the initial reporter: hcps refer that two pns from the same box had a clogged cannula.